Event description:
It was reported that high impedance was observed for patient's device. Patient recently underwent generator replacement on (B)(6) 2015. The implant card shows that normal impedance of 5125 ohms was observed. It is unclear whether the patient may have had a fall. Patient underwent full revision of generator and lead on (B)(6) 2015. The lead pin was inserted back into the generator and tested but high impedance persisted. Attempts were made for the return of explanted products but they have not been received to date.

Event description:
Additional information was received that the patient underwent full revision of the lead and generator on (B)(6) 2015. The explanted products were reported to have been discarded.